Event description:
It was reported that there was image loss during procedure. The procedure was completed successfully with no reports of adverse consequences.

Manufacturer narrative:
Alleged failure: "no picture is displayed. There is a loose connection. Even after switching off and on and re-plugging the camera, no picture was displayed at times." Probable root cause: based on the event description, it is believed the failure was caused by a faulty camera cable. When the camera cable sustains physical internal damage it can be difficult to observe visually and lead to intermittent signal transmission as reported. No further investigation can be conducted without product return. The device was not returned for investigation and the reported failure mode was not confirmed. The reported failure mode will be monitored for future re occurrence. For information and warnings related to the proper use and maintenance of this device, please reference and adhere to information presented in the associated product IFU. The device manufacturer date is not known. H3 other text : 81.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was image loss during procedure. The procedure was completed successfully with no reports of adverse consequences.